Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2011. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced infection resulting in a decision to explant the device. The device was explanted on (B)(6) 2011. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6) 2011.